Manufacturer narrative:
Zoll medical corporation evaluated the device and the device performed to specification. The device was recertified and returned to the customer. Review of the ECG strip data from the event was returned and evaluated. Evaluation found that the analysis event was impacted by the presence of substantial ECG artifact during both of the analysis periods. While determining the artifact origin is not entirely possible from reviewing the waveform data alone, the mose likely explanation is the continuation of CPR through the analysis segements. It is important to note that in order to ensure accurate results; CPR must be halted during analysis periods. The continuation of CPR during analysis periods may significantly influence the analysis outcome. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat an (B)(6) year old female patient, the device issued a "shock advised" prompt for a heart rhythm they believed was non-shockable. Complainant indicated that the patient subsequently expired.